Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and thin leaflets for a triclip procedure. During the procedure, tricuspid valve had a central gap of 1cm and a fragile lateral leaflet. First triclip xtw was placed at mid part of anterior septal (a/s) commissure. The clip had single leaflet device attachment(slda) from anterior leaflet post deployment. Second triclip xtw was placed at a/s commissure and third triclip xtw was placed at a/s commissure for stabilization of slda. The tr was reduced to grade 2 post procedure. The patient was in stable condition. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.